Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional further reported left side rupture observed intraoperatively. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b1 b3 b5 h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 d9 h3 h6. Unreported data: b3, capsular contracture baker grade iii. Laboratory analysis summary the device related to the reported event of rupture and capsular contracture was received on jul 03, 2025, with lot number 3570024. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken opening assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional further reported "patient came in today and doesn't have a capsule" and implant "rupture". "Any crease" observed at surgery. Previously reported event of capsular contracture baker grade iii will be unreported.